Event description:
The customer reported being hospitalized due to high blood glucose levels. The customer stated that the insulin pump had lost power, and she no longer feels comfortable wearing it. The customer requested a replacement. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.